Event description:
During a remote follow-up, oversensing was detected on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that right ventricular (rv) lead was capped and replaced to resolve the event.